Event description:
During right partial mastectomy and right sentinal node biopsy, the tru node wand would not register with the tru node device. No patient harm. Device sent back to manufacturer for follow up.